Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was 77 mg/dl. The customer's mother stated that the device was drop in water two weeks ago. Customer stated that the device went through metal detector. The customer doesn't use the sensor feature on the pump. Customer stated they able to complete the rewind sequence. The customer was advised that the device would be replaced . The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.